Manufacturer narrative:
(B)(4). Medwatch report (B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - impact code problem code: f18 rehabilitation/ code not available. H6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was reported by (B)(6), along with an accompanying medwatch report (B)(4), that the patient experienced inaccurate cgm values. On (B)(6) 2025, the patient¿s cgm displayed consistently between 200-220 mg/dl, while a bg meter reading showed 300 mg/dl. During this time, the patient exhibited signs of severe hyperglycemia, including irritability, mood changes, disorientation, and significant physical impairment, she was barely able to walk or hold objects. Emergency medical services (ems) were contacted. Upon arrival, the cgm continued to read 200 mg/dl, while the bg meter indicated a critically high level of 500 mg/dl. The patient was transported to the emergency room (ER), where her cgm still read 200 mg/dl, but her bg level was confirmed to be 1100 mg/dl. The patient was admitted to the intensive care unit (ICU) for one week, followed by a one-week stay in a general hospital room. There is no documentation available regarding the specific medications or treatments administered during her hospitalization. After discharge, the patient was transferred to a rehabilitation facility for an additional week. No further patient details or event documentation were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid when the patient exhibited signs of severe hyperglycemia. The reported glucose values fall within the c zone of the parkes error grid when ems checked and was transported to the ER. No additional patient or event information is available.